Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. The customer changed the cartridge and infusion set to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.